Event description:
It was reported that "doctor was inserting the cvc line. When connecting the raulerson syringe he could feel that something inside the syringe felt loose. He connected the syringe and on insertion into the rt jugular vein he only drew air up in the syringe. The needle and raulerson syringe did not feel stable. They opened another cvc pack and inserted the line without any issues. Actual raulerson syringe was discarded." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "doctor was inserting the cvc line. When connecting the raulerson syringe he could feel that something inside the syringe felt loose. He connected the syringe and on insertion into the rt jugular vein he only drew air up in the syringe. The needle and raulerson syringe did not feel stable. They opened another cvc pack and inserted the line without any issues. Actual raulerson syringe was discarded." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".